Event description:
It was reported that the patient's daughter indicated that the patient's device keeps 'jolting' the patient. The defib portion of the lead will be programmed off, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388t competitor implantable pacing lead - (B)(6) 1999. (B)(4).